Event description:
Pt augmented in 1998. In 2004 - failed right breast implant. 2004 - pt underwent removal right breast implant. Placement of new saline implant. Implant removed intact. No apparent damage to implant.